Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. The device had cracked case at display window corner and reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed compromised force sensor system. Customer's blood glucose was 148 mg/dl three hours ago. Troubleshooting was performed and the device wasn't dropped or bumped prior to the alarm occurring. The drive support cap was reported normal. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.